Event description:
1st call bed moved resident fell and broke her hip. After further conversation, operations "resident fell in her room, bed had nothing to do with fall, someone fabricated the bed being or contributing to her fall" however he has concerns with the beds and would like to secure them with casters and floor lock optionsa, this is in the process. The decision as to whether a floor lock option is required is a matter of judgement by the facility, based upon experience of the staff and the environment situation.